Event description:
During device preparation prior to implant, the helix of the right ventricular lead was unable to retract and extend. The lead was exchanged and did not come in contact with the patient.

Manufacturer narrative:
A complete lead was returned in one piece and the helix was retracted and free of any blood and tissue. X-ray inspection of the entire lead revealed no anomalies. By applying torque to the connector pin, the helix could be fully extended and retracted normally. The results of this investigation concluded the analysis of the lead was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.